Event description:
It was reported that on a specific stored episode, this right ventricular (rv) lead exhibited non-physiological noise which was oversensed. Boston scientific technical services indicated that the rv lead may be failing. The ventricular-atrial pace timing was noted to be resetting resulting in right atrial (ra) pacing inhibition when the patient may have needed ra pacing therapy. The ra electrogram signal was flat for more than two seconds. The patient was indicated to receive ra pacing therapy nineteen percent of the time and not receive much rv pacing therapy. There were no out of range impedance measurements observed but the daily measurement from the day of the stored episode was not reported by the device yet. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this rv lead also exhibited low out of range pace impedance measurements less than 200 ohms as well as a visible insulation breach. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a specific stored episode, this right ventricular (rv) lead exhibited non-physiological noise which was oversensed. Boston scientific technical services indicated that the rv lead may be failing. The ventricular-atrial pace timing was noted to be resetting resulting in right atrial (ra) pacing inhibition when the patient may have needed ra pacing therapy. The ra electrogram signal was flat for more than two seconds. The patient was indicated to receive ra pacing therapy nineteen percent of the time and not receive much rv pacing therapy. There were no out of range impedance measurements observed but the daily measurement from the day of the stored episode was not reported by the device yet. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that on a specific stored episode, this right ventricular (rv) lead exhibited non-physiological noise which was oversensed. Boston scientific technical services indicated that the rv lead may be failing. The ventricular-atrial pace timing was noted to be resetting resulting in right atrial (ra) pacing inhibition when the patient may have needed ra pacing therapy. The ra electrogram signal was flat for more than two seconds. The patient was indicated to receive ra pacing therapy nineteen percent of the time and not receive much rv pacing therapy. There were no out of range impedance measurements observed but the daily measurement from the day of the stored episode was not reported by the device yet. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.